Manufacturer narrative:
The insulin motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. Unable to verify unexpected restart alarm due to motor error alarm. No blank display noted. No moisture damage was found on the electronics noted. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced blank display, exposure to high magnetic field, unexpected restart and motor error alarm. The customer's blood glucose value was 117 mg/dl. The customer reported the drive support cap to appear normal. The customer stated that the pump was exposed to MRI. The customer stated that they were unable to complete pump rewind due to pump alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.